Manufacturer narrative:
No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. No lot number was provided; therefore, device history record review could not be completed no investigation or root cause analysis could be conducted given that no complaint sample was returned. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the kit contained a tracheostomy inducer that did not fit correctly over the guiding catheter. It was not able to thread all of the way to the safety stop mark. No patient injury was reported.